Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6)2017. Date of issue is an approximation. On the same day the sensor was inserted, the patient started to experience discomfort and irritation. On (B)(6)2017, the patient stated that the irritation turned into a blister and when the blister popped, it caused the sensor to come off. The patient treated the affected area with clotrimazole cream that was prescribed by their doctor on (B)(6)2017 from a previous reaction. At the time of contact, the patient was at home and healing. No additional patient or event information is available. Then sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.